Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure (batch no. 629301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction, gerd and other disorders of intestine. Concurrent conditions included obesity, dysphagia, polydipsia, seasonal allergy, anxiety, vaginal discharge, dyspareunia, urinary incontinence, blurred vision, heartburn, hemoptysis, hematochezia, constipation, diarrhea, joint pain, muscle ache, insomnia, shingles, allergic rhinitis, hypothyroidism, adrenal insufficiency, confusion, adenomyosis and swelling face. Concomitant products included nuvaring for contraception and menstrual cycle management. In 2007, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: itchy rash") with allergy to metals and weight increased ("weight gain"). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). In 2010, the patient experienced depression ("depression"). On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced anxiety ("anxiety"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2016, the patient experienced nausea ("nausea"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (pelvic surgery, hysterectomy (full) and salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dermatitis allergic, dysfunctional uterine bleeding, migraine, nausea and fatigue had resolved and the vaginal haemorrhage, menorrhagia, depression, headache, weight increased and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dermatitis allergic, dysfunctional uterine bleeding, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: full tubal occlusion . On (B)(6) 2016, findings revealed normal-appearing uterus, tubes and ovaries, except paratubal cyst on the right. Endometriosis with deep implants at the right uterosacral ligament. Normal-appearing appendix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, depression, dysfunctional uterine bleeding, nausea, migraine, headaches and abdominal pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received, product information updated, event added :-anxiety. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (batch no. 629301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction, gerd and other disorders of intestine. Concurrent conditions included morbid obesity, dysphagia, polydipsia, seasonal allergy, anxiety, vaginal discharge, dyspareunia, urinary incontinence, blurred vision, heartburn, hemoptysis, hematochezia, constipation, diarrhea, joint pain, muscle ache, insomnia, shingles, allergic rhinitis, hypothyroidism, adrenal insufficiency, confusion, adenomyosis and swelling face. Concomitant products included nuvaring for contraception and menstrual cycle management. In (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced rash pruritic ("allergic or hypersensitivity reaction type: itchy rash") with allergy to metals and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). In 2010, the patient experienced depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (pelvic surgery, hysterectomy (full) and salpingectomy (bilateral).). Essure was removed on 6-jun-2016. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, rash pruritic, dysfunctional uterine bleeding, migraine, nausea and fatigue had resolved and the vaginal haemorrhage, menorrhagia, depression, headache and weight increased outcome was unknown. The reporter considered abdominal pain lower, depression, dysfunctional uterine bleeding, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: full tubal occlusion. On (B)(6) 2016, findings revealed normal-appearing uterus, tubes and ovaries, except paratubal cyst on the right. Endometriosis with deep implants at the right uterosacral ligament. Normal-appearing appendix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, depression, dysfunctional uterine bleeding, nausea, migraine, headaches and abdominal pain. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and medical record received. New events added- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: itchy rash, depression, migraines / headaches, nausea, pain, fatigue, dysfunctional uterine bleeding and weight gain. Lot number added. Historical conditions, concomitant diseases and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure (batch no. 629301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction, gerd and other disorders of intestine. Concurrent conditions included obesity, dysphagia, polydipsia, seasonal allergy, anxiety, vaginal discharge, dyspareunia, urinary incontinence, blurred vision, heartburn, hemoptysis, hematochezia, constipation, diarrhea, joint pain, muscle ache, insomnia, shingles, allergic rhinitis, hypothyroidism, adrenal insufficiency, confusion, adenomyosis and swelling face. Concomitant products included nuvaring for contraception and menstrual cycle management. In 2007, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: itchy rash") with allergy to metals and weight increased ("weight gain"). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). In 2010, the patient experienced depression ("depression"). On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced anxiety ("anxiety"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2016, the patient experienced nausea ("nausea"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (pelvic surgery, hysterectomy (full) and salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dermatitis allergic, dysfunctional uterine bleeding, migraine, nausea and fatigue had resolved and the vaginal haemorrhage, menorrhagia, depression, headache, weight increased and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dermatitis allergic, dysfunctional uterine bleeding, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: full tubal occlusion on (B)(6) 2016, findings revealed normal-appearing uterus, tubes and ovaries, except paratubal cyst on the right. Endometriosis with deep implants at the right uterosacral ligament. Normal-appearing appendix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, depression, dysfunctional uterine bleeding, nausea, migraine, headaches and abdominal pain. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016 to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.